Event description:
Patient in process of left heart catheterization procedure; a "loud pop" sound occurred from toshiba imaging equipment followed by error message stating "high voltage." Unable to complete procedure on toshiba infinix-I imaging equipment. Corrective maintenance to equipment found "tube arcs." Recalibrated to no longer cause arcs. Test run of toshiba infinix-I equipment completed prior to procedure start. No issues with imaging noted, no error codes resulting during test run.